Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint that the stylet was left in the port cannot be verified from the two radiographic images that were provided for investigation. A visual observation of the images reveals what appears to be the same thoracic area. Either two thin stripes or one connected and looped stripe are visible across the image. An outline of a non-bas device appears to be either connected to or in the same location as the stripe(s). It cannot be verified that the items viewed in the image are the low profile MRI port, 7 fr groshong catheter, or the stiffening stylet. One of the warnings in the IFU states, ¿for implantable ports with groshong catheters, do not cut stylet. Withdraw stiffening stylet from catheter prior to cutting.¿ no further action is required because the complainant event could not be related to a deficiency in product manufacture or deficiency while under correct product use. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that there was a possibility that the stiffening stylet had been left in situ from the port. On june 3, 2016 - further information received: patient had deceased and the cause of death was reportedly from cancer and not related to the product complaint.